Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as a surgical impact opening. (Shell thickness within spec) additional observations: observed stress marks on the device.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: additional observations: ¿ observed an opening on radius assessed as a surgical impact opening. (Shell thickness within spec) ¿ observed stress marks on the device. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.